Event description:
Caller reported blood glucose results of 97 mg/dl using advantage system 1 and 214 mg/dl using advantage system 2 within 10 minutes. Also reported blood glucose results from another date of 111 mg/dl using advantage system 1 and 209 mg/dl using advantage system 2 within 10 minutes. Reported no symptoms or adverse event relative discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. (B) (6).